Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 130-140 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Comparing blood glucose test results from trueresult meter to another meter; specific results not provided. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturers expiration date is 03/19/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (unable to provide time): 1: 77mg/dl, (B)(6) 2015; 2: 70mg/dl, (B)(6) 2015; 3: 72mg/dl, (B)(6) 2015; 4: 69mg/dl, (B)(6) 2015; 5: 114mg/dl, (B)(6) 2015. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage.investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 130 to 140 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Comparing blood glucose test results from trueresult meter to another meter; specific results not provided. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 03/19/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (unable to provide time): 1:77mg/dl (B)(6) 2015 . 2:70mg/dl (B)(6) 2015 . 3:72mg/dl (B)(6) 2015 . 4:69mg/dl (B)(6) 2015 . 5:114mg/dl (B)(6) 2015 . Adverse event not reported.